Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with blood glucose levels of 1 mmol/l (18 mg/dl). The patient was found unconscious while wearing the pod between 4 and 24 hours. An ambulance was called to transport the patient to the hospital. The patient was treated with glucose by the ambulance and at the hospital.